Manufacturer narrative:
(B)(4)

Event description:
During a remote follow-up, there was noise on the right ventricular lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The lead was returned for evaluation in two pieces. The filar's of the inner coil were noted to be fractured at the connector region which is consistent with the bending of the lead in this region. The fractured inner coil caused the noise, oversensing, and lead impedance anomaly. Other damages that were found are consistent with those occurring at the time of explant.